Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was observed due to suspected right ventricular (rv) lead oversensing, or a sensing issue. The rv sensitivity was reprogrammed and remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.